Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, the patient's ipg has become inoperable. An sjm representative met with the patient to troubleshoot the issue to no avail. As a result, the patient will undergo surgical intervention to provide resolution.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).